Event description:
A medtronic representative reported that, during a c6 posterior spine fusion surgery using a navigation system with c-arm, the right side c6 screw was misplaced. They were able to re-position it successfully. All other screws were placed successfully. The reference frame was attached to c6. The incident did not delay the procedure. The doctor did not report any issues with accuracy at any point during the procedure, and there was no allegation that the system caused or contributed to the incident. Medtronic navigation is filing this MDR to ensure visibility to patient event as a result of a procedure that utilized a medtronic navigation system. There is no allegation to suggest that the medtronic navigation system caused or contributed to the reported event.

Manufacturer narrative:
On 13-oct-2015, it was noticed that a previous MDR submission contained incorrect information with regards to the common device name, product code and/or PMA/510(k). This MDR is being submitted to correct this information. There is no new information to change the patient information, event description or manufacturer narrative that was previously reported.

Manufacturer narrative:
Patient information was unavailable from the site.the software investigation found that the reported event was unrelated to a software issue. The investigation was unable to determine probable cause without further information since the ongoing investigation proved to be inconclusive based on the information provided. A medtronic representative reported that there have been no further issues with this system since the reported event.